Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported that she experienced obstructed bowels and pain on right side of stomach due to hernia returning. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.